Manufacturer narrative:
Hologic has received correspondence arising from litigation. The litigation alleges that a 50-year-old patient was implanted on (B)(6) 2019 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2022 patient presented with a lot of drain white fluid and crystals from a blew out area opened after picking a scab on the left breast. The site is painful. On (B)(6) 2022 patient presented to schedule the excision of he lumpectomy cavity. On (B)(6) 2022 the lumpectomy mass together with the biozorb marker was surgically removed. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 50-year-old patient was implanted on (B)(6) 2019 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2022 patient presented with a lot of drain white fluid and crystals from a blew out area opened after picking a scab on the left breast. The site is painful. On (B)(6) 2022 patient presented to schedule the excision of he lumpectomy cavity. On (B)(6) 2022 the lumpectomy mass together with the biozorb marker was surgically removed. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.